Event description:
Using a thermacare heatwrap for severe muscle pain. I followed the directions on the package, which included wrapping and securing the wrap around my waist and then tucking it into my underwear to keep it from moving (I am (B)(6) and the wrap packaging says it is not counter indicated to put the wrap against bare skin under 55 years of age.) Five hours after application (these wraps are supposed to be used for up to 8 hours) I got up from sitting on the couch (watching television) to use the bathroom and found that I had intense pain from the area under the wrap. Upon removing the wrap in the bathroom, I found that the skin directly under the center left hand side heat cell had burned, blistered, and popped, leaving a second degree burn behind in the shape of the heat cell. There was a second, smaller burn from the left bottom cell directly below and a third un-popped blister on the right hand center side. The burns were able to be treated without visiting the hospital, but are intensely painful and are sitting in a place where clothing often rubs, I was wearing the correct wrap for my size (l-xl) and followed all instructions to the letter. The number on the 3 pack is: (l) n96880 and expiry date is: 2019-01. It was purchased from (B)(6) last week and both the box and the individual wrap package were undamaged.